Manufacturer narrative:
Continuing to contact the user to acquire more detailed info. Will update report if additional details are required.

Event description:
Complainant states that float valve in suction canister is shutting off prematurely causing the canister to lose suction in the operating room